Event description:
It was reported that while on a pt, the anesthesia workstation generated an alarm for low oxygen concentration and there was a decrease in the pt's saturation level. There are no permanent pt injury reported. (B)(4).

Manufacturer narrative:
A company field service engineer has been on site and has started the investigation. A supplemental report will be provided when the investigation has been finalized.